Manufacturer narrative:
One non sterile wizdom sgw was received in a plastic bag. The distal tip presented two kinks near the distal end. The unit was inspected under microscope and it was observed that the coil wire was unraveled. Shape master comparison could not be performed due to the received condition of the device. Note: cordis lot# 70610794 is lake region lot# 01424058. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424058. This packaging lot contained 245 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "distal tip- out of shape" could not be evaluated due to the device presented heavy kinks which did not let perform comparison between shape master and returned device. An unraveled condition of the coil wire was found on the unit. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaint of out of shape could not be confirmed due to the received condition; however, the complaint of unraveled / stretched was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not allow for a clinical conclusion to be drawn between the device and the confirmed event.

Event description:
When doctor open primary package the guidewire was with the tip twisted and the doctor said this guidewire appears reused. Addendum (B)(6) 2011: when the product was returned and analyzed, it was noted that a 3mm section of the coil wire was unraveled at 24 mm from distal end. The customer confirmed this was the status of the device when the problem was noted.